Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the clips could not be applied which resulted in the renal artery being torn. Procedure converted to an open one due to blood loss.